Event description:
It was reported that following the implantation of an advance sling, the patient experienced erosion and the sling was removed in 2016. Another continence device was implanted on (B)(6) 2017. No further patient complications were reported in relation with this event.